Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the device exhibited high atrial and ventricular impedances. In addition, increased pacing threshold was detected. The physician noted that all measurements of the leads with the analyzer were all within normal ranges. The device was explanted and replaced. No patient complications have been reported as a result of this event.